Event description:
It was reported to baxter (B)(4) that a folfusor sv2 device overdelivered during patient use. The device infused an unknown patient with 80 milliliters 5-fluorouracil and 20 milliliters 0.9 % nacl in 24 hours, instead of 48 hours as expected by the customer. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.